Manufacturer narrative:
The technician replaced the caster stems & horns to repair the stretcher.

Event description:
Information received indicates the brake will hold, but the caster swivel will not hold.